Event description:
It was reported to boston scientific corporation in 2006 that a c.r.e. Balloon dilatation catheter was used during an esophageal dilation procedure on a 60 year old male patient three days prior (patient weight unknown). According to the complainant, during the procedure the balloon burst inside of the patient while the physician was inflating the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be better.

Manufacturer narrative:
A visual examination of the returned sample revealed that the balloon was torn longitudinally. The cause of this complaint could not be determined; however, balloon bursts can occur due to exceeding the rated inflation pressures for the particular balloon size, or from a sharp exterior source e.g. A calcified lesion, penetrating the device. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.